Event description:
Healthcare professional reported, left side "rupture". And "implant recall, textured". Healthcare professional later reported, creases. The device was explanted and replaced.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and "implant recall, textured." The device remains implanted.